Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left eye xen® gts implantation with phacoemulsification + iol and noted impaired mobility required needling procedure performed that caused subconjunctival bleeding and filtration uncertain. Post-op. Day 1, intraocular pressure (iop) was at 38 mmhg, no flow, inner lumen free, mobility impaired. Needling performed at "all sides" of xen resulting in new bleeding. Day 6 iop still at 38 mmhg, no change in mobility, additional needling performed resulting but resulted in no flow and bleeding. Two days later, open revision surgery performed noted no scarring, no flow, inner lumen free observed via goniolens, rinsing with 10/0 ethilone resulted in "good flow" with adapting conjunctiva and good filtration. Day 1 post-revision, iop of 34 mmhg and no flow, inner lumen free, difficult to mobilize stent, needling performed resulting in no flow and bleeding. Patient restarted on diamox.